Manufacturer narrative:
Olympus medical systems corp. (Omsc) could not investigate the device, because the device was not returned to omsc. Device history record review indicates that the product was manufactured and tested in accordance with all applicable procedures and met all final product release criteria. Since the device was not returned, the exact cause could not be conclusively determined. Based upon the information from the service department, there was a possibility of failure of ccd unit.

Event description:
Olympus service operation repair center (sorc) was informed that in unspecified timing a scope communication error b31 appeared on the monitor. The device (olympus loaner) was returned to sorc. Olympus inspected the device at the service department of olympus and found that an endoscopic image of the device was not displayed by failure of ccd unit. Other detailed information was not provided. There was no report of patient injury associated with the event.